Event description:
The physician reports that during cataract surgery, he was dissatisfied with the way the crystalens leading haptic was delivered from the crystalsert lens injector system. The surgeon reports making the initial incision size small. Intervention was performed in order to enlarge the incision, remove and replace the lens, and suture the incision. A second crystalens was implanted successfully and pt's prognosis is very good. Reference MDR #2031924-2010-00114.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. The damaged lens was returned to b+l and subjected to visual exam. One of the haptic plates was torn at the hinge and one of the haptic loops was torn. The condition of the lens is consistent with lens damage associated with lens injector use and/or lenses that have been removed from the eye. Root cause: according to the surgeon, the root cause of the reported issue of difficulty delivering the lens was due to the small incision size.